Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed target lesion was located in the moderately tortuous and calcified mid to distal obtuse marginal. The lesion was pre-dilated with a 2.75x10mm non-bsc balloon catheter to 10atm. This 12x2.5mm omega stent delivery system was selected was advanced and deployed in the target lesion at an inflation rate of 12atm. Once the stent was well positioned, post-dilation was completed with a 2.75x9mm non-bsc balloon catheter at 12 atm to firmly appose the stent to the vessel wall. The non-bsc balloon catheter tip became caught on a strut at the mid to distal end of the stent . While the physician was pushing the wire, the stent was pushed/stretched down past the lesion causing elongation at the distal end of the stent. The elongation was approx 4mm. The physician then asked the patient to take a deep breath in and the balloon tip moved away from the strut and the balloon continued through the stent. The balloon was inflated a second time to fully appose the distal end of the stent. It was noted that the proximal end of the stent throughout the procedure had firmly stayed in position. The procedure was completed with this device. No patient complications were reported and the patients status is stable. This product is only ous approved but it is similar to an approved us device.